Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the up, down and ok buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. All of the keypad buttons were found to respond appropriately during testing. The keypad cover was removed and no contamination was found to the button contacts. The complaint of a keypad response issue was not duplicated with investigation. Unrelated to the complaint, the pump cover was removed and there was evidence of internal moisture was found on the keypad flex connector.